Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See section d for any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On jul 31, 2017: litigation received. Litigation alleges friction and wear caused large amounts of toxic cobalt-chromium metal ions, pain, discomfort, inflammation. No part and lot information provided. This complaint was updated on: aug 14, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Update oct 02, 2017: medical records received. Pfs also alleges difficulty in walking and performing adl. After review of medical records for MDR reportability, it was reported that the patient was revised to address metal on metal reaction. Revision notes reported metallic-colored fluid, reactionary tissue, a purulent-appearing byproduct that was metallic-colored in nature, some trunnionosis, and no obvious necrotic muscle or any large pseudotumor present. Update product and lot information. This complaint was updated on oct 18, 2017.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.